Event description:
During esophagectomy surgery, when surgeon used the ligasure blunt tip to cauterize tissue, instead of coagulating the tissue, it was superficially cutting the tissue. After 2 tries, surgeon requested another ligasure to be opened. No further issues occurred. The area of superficial cuts were easily cauterized. Pt remained stable.